Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported issues with pump issue like unexplained insulin flow blocked alarms, battery charge on pump is not lasting long, keypad buttons are not stick down when pressed on, lost sensor signal error, sensor glucose and blood glucose values are diverged . The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-397a, mmt-332a, mmt-7040a,mmt-7841zn. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.

Manufacturer narrative:
Pump passed self test, active current measurement, sleep current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 01/29/2025 at 09:04:00.000, 02/15/2025 at 11:08:00.000, and 03/19/2025 at 19:46:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No unexpected insulin flow blocked alarms noted during testing or in the pump history within two weeks of the event date. No motor alarms noted in the pump history or long trace files or during testing. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor, internal battery and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. The p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case corner of belt clip rails, cracked case on the battery tube side, and broken belt clip rails. Alleged insulin flow block alarms not confirmed during testing. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was not confirmed. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Alleged no communication between pump and transmitter not confirmed during testing. Alleged cosmetic damage confirmed where broken belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.